Manufacturer narrative:
No information about date of reoperation and clinical history of the patient was provided

Event description:
The manufacturer was notified on (B)(6) 2015 that mitroflow valve (lxa size23) needs replacement. No further information provided.

Manufacturer narrative:
Date of explant was provided. The results of device history record (DHR) review confirmed that this valve satisfied all material, visual, and performance standards required for a lxa23 mitroflow aortic pericardial heart valve at the time of manufacture and release. No further information was provided.